Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no patient details to obtain the consent to request this information if in your possession, may we have copies of your operative report ( mesh removal: (B)(6)? Does ethicon have your permission to contact your surgeon(s), in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent a sling surgery on unknown date, possibly in (B)(6) 2008 and the mesh was implanted for bladder prolapse. It was reported by the patient that they experienced toxic illness and infection and was misdiagnosed repeatedly in emergency unit. Then the patient was admitted to cardiac special care unit with first episode of sepsis in (B)(6) of unknown year and crp was over 200. The patient was remained severely ill and unable to work until the mesh was removed in (B)(6). The patient stated that dramatic improvement in health was immediately but left with residual heart damage which required valve repair in 2018. No further information is available.